Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) observed that drawer 2.2 was intermittently dropping off the bus when accessing medications from bin b3, and the issue was reproduced during hardware testing. The back panel was removed, and markings were found on the retractor band, which was replaced, and the row board cable was reseated. A hardware test was performed, and the customer inventoried medications in drawer 2.2, with all tests confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 2.2 cubie pocket b3 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.